Manufacturer narrative:
On (B)(6) 2020, during initial functional testing, the returned evaluation thermogard console (serial #(B)(4) did not detect full glycol in cold well. The investigation findings also revealed that the system blower fan running intermittently on/off as well as two green led on the cold well block. The root cause of the cold well not detecting full glycol and blower fan running intermittently on/off as well as two green led on the cold well block was due to the connectors on ribbon cable of the cold well assembly were installed in to the wrong ends. Correctly re-installed the cable ribbon on the cold well to remedy these issues. No physical damage was observed on the thermogard console during visual inspection. During event log review, multiple mid 4-27-3-0-0 (m ID:27) error code were recorded, could be due to loose connections between umbilical connector to hmia and rear display head. This issue is unrelated to the reported complaint. After service completion, the thermogard system was re-evaluated and passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
On (B)(6) 2020, during initial functional testing, the returned evaluation thermogard console (serial #(B)(4) did not detect full glycol in cold well. No patient involvement.